Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is also reported that the patient was experiencing stiffness of the knee during range of motion.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08150, 0001825034-2017-08151, 0001825034-2017-08153, 0001825034-2017-08154. (B)(4). Concomitant medical products: vanguard complete knee system xp tibial tray ¿ interlok, cat#: 195753, lot#: 468230. Biomet series a thin patella, cat#: 184786, lot#: 088630. Vanguard complete knee system xp right lateral bearing, cat#: 195772, lot#: 968790. Vanguard xp interlok femoral, right 65 mm, cat#: 195205, lot#: 652600. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has experienced pain and swelling on her right knee approximately 1 year post primary surgery, due to pes anserinus tendinitis and distal it band pain. An corticosteroid injection is being scheduled. No additional patient consequences were reported.